Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for myelodysplastic syndrome. During hospitalization, the patient was diagnosed with suspected parkinson's disease and multiple system atrophy. Approximately 1 week later, the patient suffered a stroke that resulted in hemiplegia. The patient became bedridden and experienced difficulty with food intake. The patient passed away due to sequelae of cerebral infarction approximately 3 months and 3 weeks later.

Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for myelodysplastic syndrome. During hospitalization, the patient was diagnosed with suspected parkinson's disease and multiple system atrophy. Approximately 1 week later, the patient suffered a stroke that resulted in hemiplegia. The patient became bedridden and experienced difficulty with food intake. The patient passed away due to sequelae of cerebral infarction approximately 3 months and 3 weeks later. Additional information was received to report the stroke was confirmed via computed tomography of the head. The cause of the stroke is unknown.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, and full UDI# h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.